Manufacturer narrative:
(B)(4). The transfer set disconnected from the minicap. Retraining on proper aseptic technique was not performed as the patient discontinued pd therapy and switched to hemodialysis approximately three weeks after the event.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause was determined to be a use error due to improper handling of the transfer set. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for properly connecting the bags. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced transfer set disconnected due to improper handling, peritonitis, pelvic adhesion, and purulent discharge. On an unreported date, the patient's transfer set was disconnected due to improper handling by the pt which caused the peritonitis (further details not provided). The pt experienced peritonitis manifested by abdominal pain, poor drain post catheter reposition (date unspecified), purulent discharge and cloudy drain. Three weeks later, the pt was hospitalized for the peritonitis. On an unreported date, the pt also experienced pelvic adhesion secondary to the peritonitis. On an unreported date, the pt was treated with vancomycin, 1 gm (frequency and route not reported) for the peritonitis. On an unreported date, the patient was on pd rest temporarily due to the purulent discharge output (start date not reported). On an unreported date, the patient discontinued dianeal therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.